Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2009, pt reported having air bubbles in the insulin cartridge of her infusion device when approximately 100 units of insulin remained. Pt stated she woke up with an elevated blood glucose reading of 250 mg/dl. Pt's normal blood glucose range is 80-140 mg/dl. Pt reported she has a common cold and flu. She stated she will perform a bolus of 7 units of insulin to reduce her blood glucose levels. Pt reported she is not manually adjusting the piston rod during the cartridge change mode. Reviewed the change the cartridge procedures. Advised pt to prime while the infusion device sits on the base to remove air bubbles. Pt was able to start a new insulin cartridge and remain on infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.